Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an issue with their transmitter. Blood glucose value was 400 mg/dl at the time of the incident. Troubleshooting was performed and it was determined the device will need to be replaced and returned.